Manufacturer narrative:
On (B)(6) 2021 customer alleged the insulin pump having critical pump error (open book) and insulin pump got wet. Device received with critical pump error (open book). No frozen screen or keypad anomaly noted. The crest and thus software was utilized and successful and pump error 35 alarm found on (B)(6) 2021 16:00:00. In the device history. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage force sensor, internal battery connector, battery connector, electrical board 1. The force sensor offset measured within specific range during testing (26.5 milivolts). Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. Device had scratched case, cracked case (battery tube). The device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, critical pump error (open book) and pump error 35 alarm found in the device history due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the broken force sensor was detected during regular delivery or seating alarm was displayed before the open book image was displayed on the screen. Customer were not able to successfully clear the alarm. The customer stated insulin pump had frozen screen and there were no response from any button. Customer stated insulin pump got wet just a little bit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.